Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation (h6/h10). The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. In addition, the following non-reportable malfunctions were found during the device evaluation; scratches on the outer tube, distal fiber breakage, scratches on the eyepiece funnel, and a broken lens in the optical system. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed by the instrument specialist at the user facility, the autoclavable rigid telescope ¿light post was disconnected from the scope at the end of the procedure/nurse manager broken off light post from scope¿. The reported problem was found during reprocessing. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
(B)(4) : oste investigation results:since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer. The product was sold on: 08 sep 2021.